Event description:
It was reported that this right ventricular (rv) lead as explanted due to high pacing thresholds and suspected dislodgement. Upon explant, the helix mechanism was unable to retract. A new rv lead was successfully placed. This rv lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.